Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor delivered monophasic pulses during detect and treat testing. The cause for the failure was isolated to a broken solder connection to pin 4 of inductor t3 on the defib board. The root cause for the broken solder connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.